Manufacturer narrative:
Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infecton or other adverse events. Based on information provided by the health care providers, it cannot be determined when the foreign body alleged to be v.a.c granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to user misuse.

Event description:
The following information was reported to kci by the reviewing medical documents: on (B)(6) 2010, the progress notes state that the patient underwent excisional debridement of the decubitus ulcer of the left buttock. Topical anesthesia was given with 5% xylocaine solution. During the debridement, there was a large dark foreign-body-like material found. The foreign material was removed from the subcutaneous layer. It was then found that there was a tunnel deep into the left hip area measuring approximately 10.5 cm. A total of 3.0cm x 2.0 cm of multiple pieces of necrotic material was removed and some with purulence. Tissue cultures were taken but no result were documented. On (B)(6) 2010, the wound was clean and granulating. V.a.c therapy continued.